Event description:
Customer reported issues with the insulin pump. Customer states that there is a lost sensor. The blood glucose reading is 125 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test, and the sensor passed per specifications. Performed the bicarbonate buffer test, and the sensor passed with accurate readings. Also found the cannula retracted on top of the sensor.